Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a lobectomy. Upon the first fire to lung parenchyma with the stapler, the surgeon started to fire the device, however, the knife stopped in the middle and did not advance anymore. The jaws were released normally from the tissue the reload was replaced to continue. The last known patient status is that he or she is good.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: evaluation summary pending investigation conclusion. Correction to previously submitted reports regarding a manually created gap in the sequence number of follow up supplemental reports. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: evaluation summary pending investigation conclusion.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. The anvil clamping mechanism of the reload was deformed. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur of the idrive ultra powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the endo gia reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws.